Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead had become micro-dislodged. The patient was known to have a large chest and the associated cardiac rsynchronization therapy defibrillator (crt-d) and this ra lead were determined to have moved somewhat from their originally implanted positions over time. The ra lead micro-dislodgment was evident in the thresholds measurements that had gone up over time. It was noted by the local area sales representative that the patient rarely paces.

Manufacturer narrative:
Subsequently at the normal battery changeout procedure for the crt-d, the physician chose to leave this ra lead in service and program the acute crt-d to ddd mode. Defibrillation threshold testing (dfts) were not successful with the acute crt-d. Under fluoroscopy, it was evident that the rv lead had dislodged. The implanting physician surgically abandoned that lead and placed an acute rv lead. If new information becomes available, this report will be further evaluated and updated.